Event description:
Complaint ID #(B)(4).

Manufacturer narrative:
It was reported that during set up of the hl 20 the error message "belt slip" was displayed. No harm to any person has been reported. A getinge field service technician (fst) was onsite and investigated the unit in question. The system was checked according to factory¿s specification and all tests passed. No parts were replaced. The device was put back into use. Thus the reported failure could not be confirmed. However a getinge product specialist (life cycle engineer) was consulted. A dirty foil or a defective optical tacho board is a plausible cause for the error message "belt slip". Because the sensor no longer detects one or more lines on the film, it measures an apparently low speed at the pump head. Since this speed is then lower than the motor speed, the pump interprets this as a slipping belt and displays this message. Device was manufactured in 2015-02-05. The review of the non-conformities during the period of 2015-02-05 to 2021-11-22 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The user will be informed by the sales and service unit about the investigation results. In order to avoid reoccurrence of the reported failure, please check the foil and the optical tacho board again and inform us in this case. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the twin pump displayed belt slip error message. Complaint ID #(B)(4).